Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-operative diagnosis: lumbar canal stenosis of superior adjacent segment. The patient underwent posterior lumbar interbody fusion at l3-l4 and fixation at l3-l5. Intra-op, the driver¿s tip broke inside the screw head during screw insertion. Reportedly, as the patient's bone was hard, there was difficulty in inserting the screw. W hen a strong force was applied, the tip of the driver broke. Then, the screw could neither be inserted further nor could be pulled out because of the broken tip of driver that was stuck in the screw head. After trying for some time, screw was finally removed and was replaced with a screw of shorter size. Although there was a delay of less than 60 minutes in overall procedure time due to this event, the procedure was completed successfully without any further problems. The broken fragment of the driver did not remain inside the patient. There were no patient complications reported.

Manufacturer narrative:
Product analysis: visual inspection revealed that the tip of the driver has been sheared off. The driver's pin on the inside of the sleeve has been stripped from what appears to be torsional overload. The hardness of the driver appears to be within print specification. If information is provided in the future, a supplemental report will be issued.